Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft occlusion). Conclusion: known inherent risk of procedure (stent graft occlusion).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. Upon completion of the procedure, the final angiogram was clear. It was reported that the patient reported emergently with a thrombosed left limb stent graft. This was confirmed with ultrasound, and the patient was sent for a secondary intervention. The patient received a shunt at the distal end of the left limb stent graft and had a lytic drip to clear the thrombus. It is unknown how long the patient was on the drip. The patient was discharged to home, but returned to the emergency room, where they were found to have a major intracranial hemorrhage. The physician believes the cause of the cause of the hemorrhage was the lytic drip given to clear the thrombus. Patient status is unknown at this time, and no intervention is planned at this time.